Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon functional testing, the fse found that the host pc couldn¿t be powered on stably. It was confirmed that the host pc was defective and needed a replacement. The defective host pc was returned for analysis, and it confirmed the defect in power supply unit and dvd. To resolve the reported issue, the fse reloaded the host pc software which solve the problem temporarily. Later the fse replaced the host pc and reloaded the host pc software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.